Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a wrap around thoracic pain since their original implant date. In turn the physician explanted and replaced the penta lead with another model. Therapy was restored post operatively.